Manufacturer narrative:
Concomitant medical products: patient medications: flomax, micardis, lopressor, klor-con, hygroton, lipitor, aspirin, norvasc, and synthroid. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, warns that adverse events that may occur and /or require intervention include, but are not limited to endoleak and component migration. In addition the instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2012, this patient underwent an endovascular repair for abdominal aortic aneurysm using a gore® excluder® aaa endoprosthesis. Op notes provided for current reintervention revealed there was a reintervention in early 2019. The physician extended the left limb of the endoprosthesis (it is unknown which device was in the left limb and reintervened on) into the external iliac artery to provide better seal and did a transcaval coiling where flow channel was accessed and treated. The patient tolerated this reintervention. There was aneurysm sac enlargement with an unknown cause. It was reported that images (date and modality is unknown) revealed a possible type ii endoleak and aneurysm sac enlargement. On (B)(6) 2019, there was a reintervention. The physician chose to reline the gore® excluder® aaa endoprosthesis and anchor proximally. The patient tolerated the reintervention.